Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to depleted battery. The device log shows there was prior patient use with this battery, which is likely the reason for early battery depletion. No device failure found. The customer has been provided with a replacement device. The customer's device was archived by stryker.

Manufacturer narrative:
The customer will be provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.